Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual and tactile analysis noted no irregularities on the shaft of the device. Functional analysis was done by completing the aspiration testing using a 100ml beaker of water. Test result showed that the device did not perform as designed. The catheter shaft was dissected to determine the exact cause of the aspiration issues. It was found that the aspiration lumen was occluded with a heavy clot burden from the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported loss of aspiration occurred. The target lesion was located in the left superficial femoral artery (sfa). During a rotational atherectomy procedure the physician selected a 2.4mm jetstream® xc atherectomy catheter for use. During the procedure it lost aspiration and was removed from the patient. The procedure was completed with the use of another of the same device. No complications were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported loss of aspiration occurred. The target lesion was located in the left superficial femoral artery (sfa). During a rotational atherectomy procedure the physician selected a 2.4mm jetstream xc atherectomy catheter for use. During the procedure it lost aspiration and was removed from the patient. The procedure was completed with the use of another of the same device. No complications were reported and the patient is fine.